Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows an atrial arrhythmia in progress with non-sustained ventricular tachycardia (nsvt) events indicating possible rapid ventricular response (rvr) due to the atrial arrhythmia. It was also noted there was oversensed noise observed due to suspected electromagnetic interference (emi) from a procedure related with diagnostic testing noted within 30 minutes of the noise event. The battery longevity is normal, and the lead measurements are satisfactory. The atrial arrhythmia burden alert was increased to greater than 24 hours. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.